Event description:
Inbound. (B)(6), spouse reports patient had no disposable cadd legacy pump alarm on both pumps that won't run with same cassette about 1 hour before next veletri cassette change due. Cassette lot number 4220000, which was wasted. No further details provided.